Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had to recharge the ipg frequently and patient lost stimulation approximately a year back. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2019. Therapy was restored post-operatively.